Event description:
It was reported that during central processing, the force bipolar (fb) instrument wire was found damaged during inspection. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the conductor wire damage was identified during central processing. It was unknown if there was any fragment that fell inside a patient during the last usage of the instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the fb wire was damaged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the force bipolar (fb) instrument for failure analysis. The fb instrument was analyzed and found to have a damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. The complaint regarding a broken wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reclassified as a reportable event due to the following conclusion: failure analysis confirmed that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.